Event description:
It was reported that the patient passed away due to bacteremia, sepsis, and anemia. The patient developed a subarachnoid hemorrhage (sah) and was made do-not-resuscitate/do-not-intubate. The sepsis was multifactorial, including driveline infection. Only the infection was reported to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist device (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device reportedly operated as expected. The heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, infection (local, driveline, and pump pocket), sepsis, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of this IFU entitled ¿patient care and management¿ lists infection as a potential late postimplant complication. This section, under "anticoagulation", provides information on the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.